Event description:
Stem of a femoral prosthesis is broken.

Event description:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This product was found to not be the subject of the complaint. Upon visual examination, it was discovered that the fracture was another product. Please disregard MFR report number: 1818910-2013-25796.

Manufacturer narrative:
This complaint is still under investigation.